Event description:
Four days post cardiac catheterization the pt experienced signs and symptoms of infection to the right groin (fever, chills, and drainage). The pt was sent to the or for an incision and drainage of the right groin. Cultures were obtained from the drainage. Intravenous antibiotics were given. Vasoseal es was deployed during the cardiac catheterization.

Event description:
Add'l info rec'd from MFR 1/16/02: MFR has checked the manufacturing records for lot number 07101741 and has found no relevant deviations from specification for either the device manufacturing records, or the collagen lot records. Since MFR has no record of these incidents in its complaint files, MFR is unable to provide any further details on the description of the incidents. As noted the only investigation MFR was able to perform was to check the manufacturing records for product lot number 07101741 and the collagen lot records. MFR did not receive any info regarding the referenced medwatch prior to receipt of FDA letter dated november 13, 2001.